Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of the elevator broke during a procedure. It is reported that all parts were retrieved and there was a delay of a few minutes with no injury to the patient. It is confirmed the tip was not embedded in the patient and did not require surgical intervention to retrieve it.

Manufacturer narrative:
The product was returned for evaluation. The product identity was confirmed in the evaluation. Visual inspection reveals mild use. Upon examination of the product, it is clearly visible that the tip of the elevator is fractured; therefore, the complaint is confirmed. The most likely underlying cause of this complaint was determined to be excessive force. The customer most likely applied excessive force to the tip of this instrument in an attempt to extract a tooth. The device history records for this product's possible lots were reviewed in the evaluation and no non-conformance was found. According to the evaluation, there are no indications of manufacturing defects. Based on the product evaluation, the following were updated: date received by MFR, if follow-up, what type?, device evaluated by MFR?, evaluation codes, and additional MFR narrative.

Manufacturer narrative:
The lot number is still unknown. However, there are two possible lots identified: 022615b15 or 021715b15. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.